Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 7mg/day, baclofen 40mcg/ml at 15mcg/day and bupivacaine 30mg/ml at 10.5mg/day via an implantable pump. The indication for use was n on-malignant pain. A volume discrepancy was reported. The patient was experiencing increased pain levels. The arv (actual reservoir volume) was greater than the erv (expected reservoir volume). The arv (actual reservoir volume) was 25ml and the erv (expected reservoir volume) was 8ml. The reporter stated there were no discrepancies in the past that she was aware of. A dye study had been done and the cap (catheter access port) was aspirated. Device troubleshooting was reviewed and the reporter planned to follow up with the healthcare provider. Additional information received reported that they looked at the logs and didn't see anything abnormal. The patient had a refill ~3 months ago and had been having increased pain for the last 4-5 weeks. They were going to bring the patient back early to check the volume. No further patient complications were reported.